Event description:
Per report sent by the FDA: in 2002 the 4.2 fr. Catheter was found to be malfunctioning. The catheter was found to be occluded. The right chest area was puffy, red & swollen. Catheter was removed & found to have 5 pin holes. No blood return was also noted prior to removal. A new catheter was inserted in the same area. The next day & following day, the site was found to be free of edema & bruising.